Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer was treated with bolusing. The customer was advised and explained the two high blood glucose rule. The patient was advised to change the entire set, reservoir and insulin and treat per healthcare provider instruction. The customer advised that if insulin had expired or pump/set/reservoir had been exposed to high temps or direct sunlight, to change set/reservoir and insulin. The customer understood and he will now change the set out. The customer was advised to call back if any issue does persist.